Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were taken in emergency room as they experienced hypoglycemia. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial information had incorrect information related to event which has been corrected and submitted with this report. (B)(4).

Event description:
It was reported that during use of insulin pump, customer had low blood glucose. Emergency medical services did not gave customer insulin through the insulin pump.

Manufacturer narrative:
Additional information of hospitalization details and auto mode has been received which was not included with the initial report. The information has been included with this report.

Event description:
It was reported that customer received emergency medical services then went to emergency room on (B)(6) 2020 with low blood glucose was in 30's mg/dl range and potentially it was 36 mg/dl. The customer's son gave glucagon shot before calling to emergency medical services and customer was given insulin through insulin pump during their low blood glucose which led to event. The customer was given an intravenous at home and then gave food and juice at the emergency room. The customer was not using auto mode feature at the time of event.